Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are slightly bent in the gusset area pressed against the posts of the lens case. The lens was cleaned with lphse for further evaluation. The optic has scratches on the anterior and posterior sides of the lens. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was scratched. There was no patient contact and the procedure was completed. Additional information has been requested.